Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited no capture. Additionally, high pacing lead impedance measurement of greater than 2,000 ohms was also displayed. No asystole noted. Further, the physician observed that the lead had fractured when the physician disconnected the lead from the device but was not confirmed through x-ray nor fluoroscopy. The lv lead was not tested through pacing system analyzer (psa). The lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.